Event description:
A surgeon reported that while looking at the trocar cannula under the microscope once it was inserted into the eye, he noticed the valve was damaged and would not close. The procedure was completed with no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
The investigation is in progress. A sample has not yet been rec'd for evaluation. A root cause has not been identified. (B)(4).